Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection with wound dehiscence. The implantable pulse generator (ipg) was exposed from the bottom of the pocket in the left prothorax. The ipg system was explanted. No further patient complications have been reported as a result of this event.